Manufacturer narrative:
E1. Initial reporter phone no.: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.¿

Event description:
It was reported that a spectrum pump failed the flow rate test by delivering over 21ml on a 20ml test. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information: d9, h3, h6, h11: the device was received for evaluation. Functional testing and a review of the event history log were performed and did not identify any issues related to the customer reported condition. The event history log review was performed. An event occurrence date was not provided, however the last day of customer use , the user programmed three infusion with a rate of 40 ml/hr with a vtbi of 20 l, which are the recommended parameters for flow accuracy testing outlined in the spectrum service manual. The infusion ran to completion without interruption or abnormalities. A service history revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was not verified. No component could be determined for causality and therefore no pump correction is required. Should additional relevant information become available, a supplemental report will be submitted.